Manufacturer narrative:
A.3. Sex of patient is na. Please note that the patient info throughout this section is na because no patient involvement was reported for any of the alleged events. D.7 and d.8. Since the device involved in this event was not implanted, no entry is required for either of these sections. Entire section f: since this report is for a product problem and not an adverse event, no entry is required throughout this section.

Event description:
The hospital alleges several events of blood leakage past the plunger of the blood gas syringe. There was no reported blood exposure for any of the alleged events.